Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller planned to reset the pump and follow up if the issue persisted.